Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: syringe with the scale marking bent. Customer form: syringe with the scale marking bent.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8316687, quality notification, maintenance analysis, and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe scale marking issue. The probable cause for the occurrence is related to failure at printing system at the marking machine, allowing the defect product flow of the process. The incident identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak syringe 10ml luer-lok had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: syringe with the scale marking bent. Customer form: syringe with the scale marking bent.